Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the most current occlusion alarm, the customer cleared it and resumed insulin delivery without another alarm occurring. The customer's blood glucose level was not impacted. As the occlusion was not occurring at the time tandem technical support was contacted, a system check to determine a possible cause of the occlusion was unable to be performed.